Manufacturer narrative:
Date of submission 25-may-2018 the pump has been returned and evaluated by product analysis on 24-may-2018 with the following findings: a review of the black box showed a loss of prime with several call service 162 low non zero force warnings. The battery compartment and cap were undamaged and fit successfully. The rewind, load, and prime steps were performed successfully. No call service 162 alarms were duplicated during the investigation. The pump cover was removed to find no intermittent conditions to the circuit board. The loss of prime complaint was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.